Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material clogged the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for gif/cf/pcf-190 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the suction connector. The device evaluation also found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending section cover had a scratch, adhesive on bending section cover had a white-clouded area, suction connector was dirty due to water leakage, suction connector had discoloration, and the connecting tube had a scratch. The customer confirmed that the device was cleaned, disinfected, and sterilized before it was sent in for repair, that there was no delay in the start of the pre-cleaning, and that the air/water nozzle was flushed with water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a nosy image. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.